Event description:
The event is reported as: "complaint alleges that device collapsed upon inflation. Alleged defect occurred prior to patient use." No patient injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.